Manufacturer narrative:
An event of embolization was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined; however, the surgeon stated "the defect had a long segment of insufficient rim along the aorta and measured 3 x 4 cm in size."

Event description:
On (B)(6) 2018, a large secundum atrial septal defect (asd) was balloon-sized per the IFU and closed with a 24 mm amplatzer septal occluder (aso). The aortic rim of the asd was deemed deficient by tee and ice. The procedure was completed without complication. On the follow-up echo the following morning, the aso was found to have embolized to the lvot and was stable. The patient was asymptomatic. The aso was surgically removed as well as a pulmonary vein isolation (maze), laa ligation and patch asd closure. The surgeon said the defect had a long segment of insufficient rim along the aorta and measured 3 x 4 cm in size. The patient is reported to be doing well.